Event description:
It was reported a volume discrepancy was noted. The actual residual volume in the pump was 18 ml and the expected residual volume was 7 ml. The drug used in the pump is prialt. No patient symptoms were reported. Additional information has been requested, but was not available on the date of this report.